Manufacturer narrative:
This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date the patient experienced elevated blood glucose (bg) of ¿high¿ (>600mg/dl) with vomiting associated with the time and date resetting to default settings when the battery was out of the pump for less than 24 hours. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error in not correctly setting the time and date after the pump was rebooted.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2015 with the following findings: a time/date reset could not be confirmed or duplicated during investigation. There was no time/date reset observed in the black box. The pump was exercised for 24hrs with returned battery cap and returned cartridge cap. After 24hrs the battery was removed for approximately 23hrs and when the battery was reinserted, the time and date did not reset to the default setting. A review of the total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and no damage was found internally. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.